Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the screen went blank after a few hours of being used with a laser then it went back to its home start up screen during an unspecified procedure involving an olympus video system center. There was no patient injury reported.